Event description:
It was reported that the patient received an inappropriate shock due to oversensing. The patient was hospitalized and the sensing vector was reprogrammed from alternate to primary. Over three years later the patient presented to the emergency room due to receiving an inappropriate shock while in secondary. Review found oversensing of muscle noise. Further review found that there had been untreated episodes stored in primary in the past. Boston scientific technical services (ts) suggested asking what the patient was doing at the time and to attempt to reproduce the noise. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing. The patient was hospitalized and the sensing vector was reprogrammed from alternate to primary. Over three years later the patient presented to the emergency room due to receiving an inappropriate shock while in secondary. Review found oversensing of muscle noise. Further review found that there had been untreated episodes stored in primary in the past. Boston scientific technical services (ts) suggested asking what the patient was doing at the time and to attempt to reproduce the noise. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported. Additional information was received that the patient was seen and findings were consistent with oversensing of noise leading to an inappropriate shock. The noise was determined to be due to the patient burping his son on the left side. A revision procedure was discussed as a possible solution. The patient would be following up with an electrophysiologist at a different clinic. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.